Manufacturer narrative:
Additional information received from the customer on 01oct2015: the customer could not remember the product and patient details. The patient was being moved up in bed and the bolt was not altered but the tubing became crimped or stressed in the linen and caused the blue and black portions to pull away from each other. The weight of the black plug that is connected to the device made the fiber bend once it was exposed. Linked to mfg report number: 2023988-2015-00036.

Event description:
This is the first of two reports. The blue connector on the thermistor of the 1104hmt forces the intracranial pressure (icp) catheter to bend at a right angle which inadvertently causes the fiberoptic catheter to break. The catheter was in the patient at the time when the incident occurred. There was no patient injury reported. However, they ended up transducing the external ventricular drainage (evd) to obtain the patient's icp and leaving the non-functioning fiberoptic 1104hmt in place in order to drain cerebrospinal fluid (csf). Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/07/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the customer complaint was verified. The strain relief came off from the blue thermistor y-site. An adhesive residue from the bonding agent was present on the strain relief end; however, it appears that the tubing had insufficient adhesive application. The report catheter serial number is belonged to lot 30500x287724, mfg date: 23 sep 2014, will be expired on: 31 jul 2016. A review of batch history record indicates that lot met requirement before released to fg. Complaint history, model 110-4xxx, from oct-2014 through sep-2015 reviewed; there were two other complaints that issued with complaint (B)(4), and none of them were confirmed conclusion: the reported customer complaint that the strain relief came off causing the fiber optics to break was verified. Inspection indicated that there was a detachment of the strain relief from the y-site of the catheter and that the optical fibers at the detachment site were broken or damaged. (B)(4) thread fiber through catheter details the steps required to assemble the catheter y-site and strain relief. (B)(4) details the steps on how to bond the strain relief to the catheter y-site using cyclohexanone. The most probable root cause of this issue would be, during manufacturing, inadequate application of cyclohexanone at the junction of the y-site and strain relief because the process does not quantify how much adhesive is required.